Event description:
The customer reported that while the unit was in use on a pt, the pressure display did not appear to be the same as the one on the bedside monitor. The customer also reported that the unit did not shutdown or alarm when the catheter became kinked. The pt was switched to another unit and therapy was continued. No pt injury was reported.